Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical australia. The customer's report was duplicated and the pace/defib engine board was replaced to remedy the report. The device was recertified and returned to the customer. The pace/defib engine was returned to zoll medical corporation. The report was duplicated and attributed to fractured solder on a transformer pin on the pace/defib engine board. The pace/defib engine board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib failure code 7 self test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.